Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. After replacing the system interface flex cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not power on properly and would not charge to deliver shock. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.